Manufacturer narrative:
The device was returned to zoll medical corp for evaluation. The reported malfunction was observed and attributed to a missing main knob. The main knob was re-installed to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.